Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alerts for out of tolerance sub threshold lead impedance were noted on (B)(6) 2012. The weekly pacing lead trend data showed an abrupt increase for maximum ventricular bipolar pacing of 950 to 4047 ohm peak between (B)(6) 2012. There was also a patient alert for lead failure predictor on (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an alert for our ot range impeandance. Oversensing of the lead was also noted. The physician suspected a potential insulation break. The rv lead was replaced. No patient complications have been reported as a result of this event.